Manufacturer narrative:
Upon further medical review it was determined that the outcomes attributed to adverse event of "congenital anomaly" <(>&<)> "life threatening" did not apply. Upon further medical review it was determined that the event of premature rupture of membranes preceding a spontaneous vaginal delivery at (B)(6) gestation and its reported severity in this case is not related to the device or therapy; a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ziman, n., coleman, r.r., starr, p.a., volz, m., marks, w.j., walker, h.c., guthrie, s.l., ostrem, j.l. Pregnancy in a series of dystonia patients treated with deep brain stimulation: outcomes and management recommendations. Stereotactic and functional neurosurgery. 2016;94(1):60-65. Doi: 10.1159/000444266 summary: medically refractory dystonia affects children and young adults, and deep brain stimulation (dbs) can allow some patients to regain functional independence. Women with dystonia treated with dbs may wish to conceive a child, but there is limited published information on pregnancy and dbs. Reported events: mother 1: a (B)(6) woman with unilateral left deep brain stimulation (dbs) for hemidystonia experienced a birth complication, w ith their first child being born prematurely at 35 weeks gestation with a low birth weight of (B)(6). The woman reportedly experienced premature rupture of membranes preceding a spontaneous vaginal delivery. Apgar scores were 6 and 8 at 1 and 5 min, respectively with the normal range being >7. Due to the prematurity and low birth weight, the newborn required brief neonatal intensive care unit care: the resuscitation team was present and delivered flow-by oxygen upon birth. The baby did well and went home with the mother on postpartum day 2. It was added that the premature birth was not clearly attributable to dbs therapy. Throughout pregnancy and delivery, the mother's neurostimulator was located in the abdomen and she self-reported neurostimulator-related discomfort. The patient also self-reported a worsening of dystonia during pregnancy, with the most severe symptoms occurring during the third trimester; however, all symptoms subjectively returned to baseline within 3 months post-partum. Four months later the neurostimulator was electively replaced due to battery decline and the explanted device was inspected and "no structural damage or malfunction was identified." The authors acknowledged the fact that the "premature birth occurred in the mother whose neurostimulator was located in the abdomen," but stated that "a causal relationship is unclear and probably unlikely." It was not possible to ascertain specific device information (e.g. Serial numbers) from the article or to match the reported event with any previously reported event. Follow-up to the article's corresponding author has been requested for additional/missing event information. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.